Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Weight: unk. Outcomes attributed to adverse events: unk. Explant date: n/a. (B)(4). Event problem and evaluation codes: (B)(4). Lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+0.5/058 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was reported as having a low vault and remains implanted. It is planned to exchange for a longer lens.

Manufacturer narrative:
Corrected data: (B)(4). Additional information: describe event or problem - the lens was explanted on (B)(6) 2016 and exchanged for a longer lens. This resolved the problem. The patient's post-op uncorrected visual acuity (ucva) was 20/20 as of (B)(6) 2016. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was bent. (B)(4).